Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, there were multiple false bradycardia and false pause episodes noted due to undersensing. Device reprogramming is anticipated to resolve the event and the patient was stable with no consequences.